Manufacturer narrative:
Based on the claim against the product by the customer noting that the synchroseal instrument arced, an investigation was completed to determine the cause of this reported event. Tse confirmed that the e-100 automatically shutting down is a mitigation and is an expected action when a condition i.e. Arcing is detected. The customer rebooted e-100 to resolve the issue. The referenced synchroseal instrument is not returning to isi for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the remotefe procedure log showed that prostatectomy surgical procedure was performed on (B)(6) 2023 via system serial#: (B)(4) using a synchroseal instrument lot: l11221003 0027. Synchroseal instrument is a single use device. The probable root cause of arcing may be attributed to either component failure or use conditions; however, a conclusive determination could not be made without a full investigation of the instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced. The customer was unable to confirm if the instrument arced within the jaws and was unable to provide further information. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that a message regarding e-100 generator being not detected appeared. The customer received phone assistance from the technical support engineer (tse). Tse reviewed the system logs and confirmed error 25902. The error fault was due to e-100 automatically shutting down to prevent arcing. The customer rebooted e-100 to resolve the issue. No further issue reported. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system and instruments were inspected prior to use with no issue. At the time of the issue, the synchroseal instrument allegedly arced. It was unknown if the arcing occurred between the instrument jaws. No additional information was provided related to the allegation of arcing. There was no patient injury due to the arcing. The site stated that the synchroseal instrument will not be returned to isi.